Manufacturer narrative:
Exemption number e2014018. Investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that during a third ventriculostomy procedure, the scope had black dots on the display as well as the inability to focus. No patient injury reported. Surgical delay of 15-20 minutes reported.

Manufacturer narrative:
Investigation: no product is at hand. Batch history review: a review of the device quality and manufacturing history records was not possible because the lot number is unknown. Conclusion and root cause: based on the information available as well as a result of our investigation, the root cause of the failure is most probably related to an insufficient usage. Rationale: due to the lack of information, we cannot determine a final root cause of this issue. Based on the quality standards, we exclude a material or manufacturer related error. It is conceivable, an insufficient usage, like bending the fibre optics during handling or reprocessing, caused a breakage of the fibre optics. No CAPA is necessary.